Event description:
It was reported that difficulty was encountered during insertion of the catheter via the right subclavian. The catheter was removed and re-inserted. Infusion began with gabexate nesilate from the proximal lumen and hyperalimentation solution from the distal lumen. After three days, abnormal swelling was noted near the insertion site. An x-ray showed fluid in the patient's chest. The fluid was removed and there were no patient complications. Placement of the catheter was at a depth of 10cm, which may have contributed to this situation.